Event description:
Riata lead had signs of externalization. Lead fragments and excised tissue from the wound were sent for culture. He had dual chamber ICD implanted in 2008 in (B)(6) by dr. (B)(6). The device went to eri and generator was changed at (B)(6) 2 months ago ((B)(6)). The site was not healing well and had chronic drainage that was attempted to treat conservatively until recently when 2 distinct openings formed with purulent drainage and he was able to see the device through them. He is referred for explant of ICD system.